Event description:
The customer stated that her control tests results were high. While troubleshooting, she performed a control test and rec'd a result of 172 mg/dl. The normal control range is 95-131 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.